Event description:
It was reported that the user experienced hyperglycemia while using the ilet system and repeatedly entered meal announcements as a correction, later noting visible blood in the infusion cannula that required an infusion set change. Symptoms included hyperglycemia up to 363 mg/dl, polydipsia, and nausea. Outcomes included subsequent readings trending down to 288 mg/dl and delayed return to target range due to algorithm confusion from multiple meal entries and impaired insulin delivery from a compromised cannula. Investigation included customer care review of use patterns, education on appropriate meal announcements and infusion set troubleshooting, and verification that the algorithm would correct gradually after set replacement. Investigation of this case revealed that persistent highs were associated with a compromised infusion site and user behavior that conflicted with intended operation. It was concluded that the event was related to user technique and an infusion set issue rather than a malfunction of the ilet controller. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.